Manufacturer narrative:
Qn#: (B)(4).

Event description:
When priming the line with saline prior to insertion, leaking was observed at the juncture of the extension line on the t-port connector. No patient involvement reported.

Manufacturer narrative:
(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 04/12/2021, should be retracted.